Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a conclusive cause for the reported single leaflet device attachment/slda cannot be determined. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to the shadowing from the implanted clips. The reported difficult or delayed positioning (difficulty to grasp the leaflets) appears to be due to a combination of patient morphology/pathology and procedural circumstances of visualization difficulties. It should be noted that the mitraclip instructions for use states that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5+. It was noted a large flail gap and visualization challenges due to shadowing from the implanted clips. Two clips were successfully implanted, reducing tr. A third clip delivery system (cds - 00102u116) was advanced to the valve for off-label use; however, the clip could not grasp the posterior/septal leaflets. The cds was removed with the clip attached. The procedure continued, and a third clip was implanted. Then a fourth cds (91205u118) was advanced to the valve for off-label use, and difficulty was noted grasping the septal leaflet. The procedure continued and the clip was deployed. However, the clip became detached from the septal leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Additional treatment was not provided. Four clips were implanted, reducing tr to 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.